Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with unrelated respiratory arrest due to food aspiration. During the arrest, the implantable cardioverter defibrillator exhibited intermittent loss of ventricular capture due to the changed metabolic state. Programming changes were made to resolve the capture issue and the patient remained in moderate critical condition.